Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, self test and reset error test with no alarms. However, multiple alarms were noted in the history screen due to a corrupted history file. All of the buttons functioned properly and no damage was noted to the keypad traces during the visual inspection. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, and cracked battery tube threads. No anomaly was noted to the keypad connector.

Event description:
It was reported that the insulin pump alarmed unexpected restart. Customer stated the insulin was not in used for 3-4 months and it was stored without battery. Customer's blood glucose was unknown. Troubleshooting was done. Customer reported also the buttons on the insulin pump was unresponsive. Customer's blood glucose was in the 100-150 mg/dl range. It was confirmed in the alarm history the insulin pump alarmed. Customer declined to do troubleshooting for external ram crc error, displayable history crc check failed on start up, check settings and reset alarms. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.